Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 01/21/2022. H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The following information was requested, but unavailable: are pictures available to show defect for visual analysis? Was any damage noted on the outer box? Was the product stored as recommended? Was the primary package sterility compromised? All answers above are unknown. Once there is any update, we will update the information.

Manufacturer narrative:
Product complaint # (B)(4). (B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Are pictures available to show defect for visual analysis? Was any damage noted on the outer box? Was the product stored as recommended? Was the primary package sterility compromised? A manufacturing record evaluation was performed for the finished device batch, and no non-conformance's were identified.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6)2021 and suture was used. Before use on patient, it was reported that when the physician was about to use the synthetic absorbable suture, it was found that there had been no local label (label in chinese) on the device. Another like device was used to complete the surgery. No adverse patient consequences were reported. Additional information was requested.